Event description:
The customer obtained non-reproducible, higher than expected troponin I es (patient 1=0.122 versus <0.012, patient 2=0.117 vs <0.012, patient 3=0.50 vs <0.012, patient pool= 0.066, 0.062, 0.118, 0.096, 0.071, 0.174, 0.147, 0.15, 0.278, 0.057, 0.192, 0.089, 0.416 vs <0.014) results processed from a known troponin I free patient pool and multiple patient samples on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The troponin result of 0.117 ng/ml from patient 2 was reported from the laboratory, however, the affected sample was repeated and a corrected result was issued from the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from a known troponin I free patient pool and three different patient samples while using the vitros eci immunodiagnostic system. The assignable cause for non-reproducible, higher than expected vitros trop I es results on patient 2, patient 3 and the troponin I free patient pool results obtained after 7 november is instrument related. An ocd fe performed service actions to multiple subsystems of the analyzer. Following these service actions, acceptable tropi es performance was obtained. The definitive assignable cause for non-reproducible, higher than expected vitros trop I es results on patient 1 and the troponin I free patient pool obtained on and before 7 november could not be determined. An instrument issue has been ruled out as a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor. The investigation determined the patient samples are not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, troponin I free patient pool sample quality and handling is in question and is a contributing factor to thr event.